Event description:
Information was obtained that the patient had their device explanted. The date of the explant and if both the generator and lead were explanted was not provided.

Event description:
During a periodic review of the programming history database, high impedance was identified on a patient's vns system. The vns remained off. No surgical intervention has occurred to date and no further relevant information has been obtained.